Manufacturer narrative:
The insulin pump alarmed button error followed by unresponsive buttons due to flattened esc, act and down arrow down switched. No unexpected vibration or audio / beep alarms noted. The insulin pump was received with cracked case at display window corners and battery tube threads. The insulin pump was received with scratched lcd window, rattling vibration due to vibrator motor not adhering. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had blank display and keypad anomaly. The blood glucose at the time of the incident was 171 mg/dl. Troubleshooting was not performed. The device was returned for analysis.